Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 . Reference MFR report: 1627487-2019-00513, reference MFR. Report# 3006705815-2019-00133. It was reported the patient experienced lead and ipg migration (confirmed via x-rays). Reportedly, the ipg flipped causing discomfort while stimulation was turned on. Reprogramming was tried to no avail. Surgical intervention is pending to address the issue.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2019-00513. Reference MFR report # 3006705815-2019-00133.